Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, a zoll representative onsite reported that the internal 02 tube had become disconnected. The logs reviewed indicated 02 pressures of 100-255 psi. A high 02 pressure of this rate can cause tubing to pop out of place or damage the transducer. High 02 pressures can be caused by a faulty regulator. Analysis of reports of this type has not identified an increase in trend.